Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the implant site of the implantable cardioverter defibrillator. The device was moved from the subcutaneous location and re-implanted at the sub-pectoral location. The patient condition remained stable.